Event description:
I had lasik performed on my eyes on (B)(6) 2012. I have had painful dry, burning eyes since that date. I want there to be awareness of this serious potential outcome. In addition to living in pain everyday, I now suffer from severe depression and anxiety. (B)(6).